Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital (B)(6) hospital & (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's door has failed and was not recoverable. A field service engineer cleaned the contacts for tower door 4 and tower door 2 and had the customer recover the failed door to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower pyticu_t dr 4 door failed. The customer attempted troubleshooting by rebooting the station and trying to recover the storage; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.